Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the display decive read failed transmitter. No additional patient or event information is available. No product was provided for evaluation. However, data log was provided and reviewed for evaluation on 01/23/2017. Complaint for a failed transmitter was confirmed. The root cause could not be determined, post investigation.